Event description:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error. Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, the turbine was found to be defective and its need to be replaced to resolve the issue. No more information was provided. The monitoring subsystem shall activate the alarm when the motor status message has reported failure in the i2c flowmeter bus for more than 1 second. The issue was decided to be reported based on available information as defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/24/2021. Corrected manufacture date: 03/18/2021.